Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was seeing a physical therapist for low back pain. The patient stated that the pain was getting better and, about a week ago (2018), they got an x-ray of the back and the ¿machine¿ stopped while they were laying there. They reported that they experienced an increase in pain every since the x-ray. The patient thought the pain was related to ¿laying there¿ but now they could hardly walk. The patient was redirected to their healthcare professional (hcp) to discuss their symptoms and get medical guidance. There were no further complications reported or anticipated.